Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to perform a fixed prime of 5 units of insulin. Customer states the insulin did exit. Next, customer was asked to manual prime of 5 units of insulin. Customer stated the device alarmed no delivery. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 176 mg/dl at time of reporting. Nothing further reported.